Manufacturer narrative:
Medwatch fields d1-d4, g1, and g4 were updated. The calibration result was within specifications. The qc was elevated but acceptable. The alarm trace did not indicate any issues. The field service engineer found growth in the sipper and replaced the sipper tubing. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable elecsys -crosslaps/serum results from the cobas e 801 analytical unit. The initial result was 657 pg/ml and the repeat result was 893 pg/ml. The customer was not sure which result was correct.

Manufacturer narrative:
The cobas e 801 analytical unit serial number was (B)(6). The investigation is ongoing.